Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was discovered after filling but before being used on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured on april 12, 2022- april 13, 2022. H10: the device was received for evaluation. A visual inspection was performed, which observed a tear at the lower left side edge. Functional testing was performed, which revealed a leak was observed in the tear in the lower left side edge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.